Manufacturer narrative:
The calibration on 13-sep-2022 was within the expected ranges. There were no specific control recovery values provided. The mean qc recovery of qc level 1 for the time period of 25-sep-2022 - 25-oct-2022 was within specifications. The patient sample was not available for investigation. Product labeling states "limitations - interference a negative toxo igm test result, also in combination with a positive toxo igg result, does not completely rule out the possibility of an acute infection with toxoplasma gondii: individuals at the early stage of acute infection may not exhibit detectableamounts of toxo igm antibodies. In some of these individuals an indeterminate or low positive result with the elecsys toxo igg assay may be found and indicate an early acute infection. A second sample should be tested e.g. Within 2 weeks. The detection of toxo igm and/or asignificant increase of the elecsys toxo igg antibody titer in the second sample supports the diagnosis of acute toxoplasma infection)." The investigation did not identify a product problem.

Manufacturer narrative:
The patient sample was requested for investigation.

Event description:
The initial reporter received a questionable elecsys toxo igm immunoassay result for one patient sample tested on a cobas e 801 module with serial number (B)(4). The initial result was not reported outside of the laboratory. A discrepancy was noted when the initial result from the module was compared to the result from a diasorinxl which uses the chemiluminescent immunoassay (clia) laboratory method. Refer to the attachment in the medwatch for the highlighted questionable result.